Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's shoulder being infected; the surgeon did a wash out of the shoulder and replaced the socket insert.